Event description:
Pt has had ongoing problems swiping the generator with the magnet. Investigation to date had been unable to determine the nature of the alleged problems or whether the pt's device is functioning properly. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.